Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the phenomenon occurred due to that the fuse box of the inlet burned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The front panel blinking and flashing was due to the malfunction caused by the mesh filter turret deteriorating. In addition, the evaluation found the following: the top cover paint was peeling, the bottom foot was missing, and the output connector on the light guide connection was worn and rattling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the xenon light source front panel was blinking on startup. During the evaluation, the following reportable issue was found that the fuse box was burnt in the inlet. There were no reports of patient or user harm, or impact associated with the reported event. This MDR is being submitted to capture reportable malfunction found during the device evaluation.